Manufacturer narrative:
Product complaint # pc-(B)(4). Date sent to FDA: 8/31/2021 a manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
(B)(4). Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Please clarify what is meant by "suture came off suture thread". Did the needle detach from the suture or did the suture break? If the needle detached from the suture, can you please confirm that the needle did not fall into the patient and that there were no adverse patient consequences? To date it has been reported that the device will not be returned. If the device or further details are received at a later date a supplemental medwatch will be sent. (B)(4). Related events captured via 2210968-2021-05833.

Event description:
It was reported that a patient underwent an unknown procedure on an unknown date and suture was used. It suture came off suture thread. There were no adverse patient consequences reported. Additional information has been requested.